Manufacturer narrative:
The root cause for the product performance issue that required the lead to be surgically capped remains unknown. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically capped during a device replacement for normal battery depletion. The lead was no longer in service. A new rv lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received reported that once the pocket was opened and the leads were freed up from the scar tissue, there was noise on the lead. A new rv lead was placed. No adverse patient effects were reported.